Manufacturer narrative:
A journal article was provided to the manufacturer. No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. Images were provided and a review was conducted. The investigation of the reported event is currently underway. Journal article review: a retrospective study between august 2011 and august 2015 of twelve patients (five women, 7 men; age range 26-69 years; average age 54.9 years) who underwent an attempt at percutaneous removal of permanent ivc filters. Patients included in the study had a history of ivc filter complication, such as filter-related ivc thrombosis, or prescription of lifelong anticoagulation due to the presence of the ivc filter. Type of filter, dwell time, indications for filter placement and retrieval, pre-procedural venogram findings, route of access, and equipment used were recorded and analyzed. Additionally, completion venograms were performed to analyze procedural complications. Loop snare, blunt dissection with a vascular sheath from the internal jugular vein and/or common femoral vein, and/or laser photoablation were the techniques used for retrieval. Filter dwell times ranged from 7 days to 15 years (mean 5.1 years). Successful removal in 11 of the 12 patients (91.6%) and restoration of flow through the ivc was possible in all 12 patients. Laser photoablation was required in the majority of the successful retrievals (8/11). A history of caval thrombosis was found in 6/12 cases (50%). The two filters manufactured by bard were accessed only from the internal jugular vein and required laser photoablation. The study concluded that percutaneous removal of permanent ivc filter can be performed on carefully selected patients despite prolonged filter dwell times. However, chronic filter thrombosis and caval scarring may increase the risk of retrieval failure. While most patients with permanent ivc filter do not warrant an attempt at retrieval, the techniques performed in the study can allow successful retrieval of permanent ivc filters which resulted in caval thrombosis or consign the patient to the risks associated with indefinite anticoagulation. Image review: based on the images provided, a bard simon nitinol filter was successfully captured and retrieved, can be confirmed. Endobronchial forceps repositioned the filter; while a guidewire and curved catheter were formed to create a snare device that successfully captured and retrieved the filter can be confirmed, and the six filter legs remained intact post retrieval, can be confirmed. However, based on the images provided, filter tilt cannot be confirmed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
A retrospective study titled, percutaneous retrieval of permanent inferior vena cava filters was reported in the cardiovascular and interventional radiological society of europe. Fifteen years post vena cava filter deployment for deep venous thrombosis and pulmonary embolus with contraindication to anticoagulation, the patient was scheduled for filter retrieval following thrombolysis of filter and ivc thrombosis. A pre-retrieval venacavogram identified the tip of the filter to be tilted and embedded in the caval wall. Endobronchial forceps, blunt dissection with a vascular sheath and laser assistance were required to successfully retrieve the filter. There were no procedural complications identified on the completion venacavogram.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Journal article review: a retrospective study between august 2011 and august 2015 of twelve patients (five women, 7 men; age range 26-69 years; average age 54.9 years) who underwent an attempt at percutaneous removal of permanent ivc filters. Patients included in the study had a history of ivc filter complication, such as filter-related ivc thrombosis, or prescription of lifelong anticoagulation due to the presence of the ivc filter. Type of filter, dwell time, indications for filter placement and retrieval, pre-procedural venogram findings, route of access, and equipment used were recorded and analyzed. Additionally, completion venograms were performed to analyze procedural complications. Loop snare, blunt dissection with a vascular sheath from the internal jugular vein and/or common femoral vein, and/or laser photoablation were the techniques used for retrieval. Filter dwell times ranged from 7 days to 15 years (mean 5.1 years). Successful removal in 11 of the 12 patients (91.6%) and restoration of flow through the ivc was possible in all 12 patients. Laser photoablation was required in the majority of the successful retrievals (8/11). A history of caval thrombosis was found in 6/12 cases (50%). The two filters manufactured by bard were accessed only from the internal jugular vein and required laser photoablation. The study concluded that percutaneous removal of permanent ivc filter can be performed on carefully selected patients despite prolonged filter dwell times. However, chronic filter thrombosis and caval scarring may increase the risk of retrieval failure. While most patients with permanent ivc filter do not warrant an attempt at retrieval, the techniques performed in the study can allow successful retrieval of permanent ivc filters which resulted in caval thrombosis or consign the patient to the risks associated with indefinite anticoagulation. Medical records review: as medical records were not provided, a review could not be performed. Image review: based on the images provided, a filter was successfully captured and retrieved, can be confirmed. Endobronchial forceps repositioned the filter; while a guidewire and curved catheter were formed to create a snare device that successfully captured and retrieved the filter can be confirmed, and the six filter legs remained intact post retrieval, can be confirmed. However, based on the images provided, filter tilt cannot be confirmed. Conclusion: the device was not returned. Images were provided. Based on the images, the investigation can be confirmed for difficulties removing the filter/ however, this filter is designed for permanent implantation and difficulties removing the filter should be expected. The investigation is inconclusive for the reported tilted filter. The filter was designed to be permanently implanted. Therefore, removal difficulties would be expected during a removal attempt. However, the root cause for the tilted filter position is unknown. Labeling review: the current IFU (instructions for use) states: migration of the filter - this may be caused by placement in oversized venae cavae greater than 28 mm, or large migrating thrombus dislodging the filter from its deployed position. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
A retrospective study titled, percutaneous retrieval of permanent inferior vena cava filters was reported in the cardiovascular and interventional radiological society of europe. Fifteen years post vena cava filter deployment for deep venous thrombosis and pulmonary embolus with contraindication to anticoagulation, the patient was scheduled for filter retrieval following thrombolysis of filter and ivc thrombosis. A pre-retrieval venacavogram identified the tip of the filter to be tilted and embedded in the caval wall. Endobronchial forceps, blunt dissection with a vascular sheath and laser assistance were required to successfully retrieve the filter. There were no procedural complications identified on the completion venacavogram.